Event description:
The patient had a port-a-cath implanted for chemotherapy, which ceased to function after about a year. This required an additional surgery to explant the device and insertion of another one. Patient was receiving chemotherapy through the port-a-cath, but information re: what drugs is not available to this reporter.